Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a missing light adapter. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken light guide prong (lg prong), fiber breakage, dents on edge, cracked objective lens, dent within 2 inch from distal end. Based on the results of the investigation, it is likely missing light adapter due to broken light guide prong (lg prong). The most probable cause of fiber breakage, dents on edge, cracked objective lens, dent within 2 inch from distal end traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.